Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported that during the phaco emulsification of cataract surgery [with intraocular lens (iol) implantation], the surgeon noticed that the phaco tip had broken in half. The tip was not retained in the sleeve and removed from the patients eye.the surgery was completed after opening a new phaco tip. There was no patient impact.

Manufacturer narrative:
One broken phaco tip inside a sleeve was received in a bag for the report. The returned sample was visually inspected and was found to be non-conforming for being broken at the cannula area inside the sleeve. The break is very jagged and only the distal portion without threads was returned for evaluation. Uneven wall thickness was observed on the returned sample. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached were reviewed by the manufacturing site. There were two photos attached. Photo 1 shows a phaco tip in a sleeve on top of a custom pak list paper. Photo 2 shows a broken phaco tip separated from a sleeve on top of a custom pak list paper. The reported issue is confirmed from the photo review. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed and the record opened for this file is for trending of the defect of uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).